Event description:
It was reported the camera head presented an image malfunction. There were no reports of patient involvement, as this event was reported during device reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image interference, blackout, metal identification distortion and f-ring have water leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to the following: image malfunction and image interference and blackout were caused by a bad cable condition. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.